Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of tubing becoming colored was received from the customer. No product or photo was returned by the customer. The customer complaint of discoloration could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20029e because a lot number was not provided by the customer. Sterilization assurance in san diego stated that discoloration to the tubing and drip chamber material is a result of radiation sterilization. The light amber hue of the returned sets is considered to be a typical occurrence and is purely cosmetic; sterility and functionality are not affected. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that 6 10 inch ext w/ 0.2 ped & vlv ports experienced leakage, component separation, and foreign matter contamination. The following information was provided by the initial reporter: we have had 5 of the 0.2 micron filters #20029e.that have either started turning colors within the filter or cracked and leaking.

Event description:
It was reported that 6 10 inch ext w/ 0.2 ped & vlv ports experienced leakage, component separation, and foreign matter contamination. The following information was provided by the initial reporter: we have had 5 of the 0.2 micron filters #20029e. That have either started turning colors within the filter or cracked and leaking.

Manufacturer narrative:
The following fields were updated due correction: b3: date of event: (B)(6) 2020. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09/30/2020. Investigation conclusion: a complaint of tubing becoming colored, was received from the customer. 5 samples were received for investigating. From visual inspection the discoloration can be seen; the customer complaint was verified. A device history record review could not be performed on model 20029e because a lot number was not provided by the customer. Sterilization assurance in san diego stated that discoloration to the tubing and drip chamber material is a result of radiation sterilization. The light amber hue of the returned sets is considered to be a typical occurrence and is purely cosmetic; sterility and functionality are not affected. A sterilization certificate could not be obtained due to no lot number being provided. A probable root cause for this failure was determined to be from the cracks on the filter. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Through visual inspection of the sample, discoloration of the filter could be seen. By looking under the microscope, a scratch can be seen going through the vent on the filter. When performing a leakage test with blue dye, some leaked out of the vent. Probable root cause for the discoloration was found to be related to the cracks in the filter near the vent. A sterilization certificate could not be obtained due to no lot number being provided. Priming with blue dye was performed to recreate what the customer did, and leakage at the vent could be seen.